Event description:
During product evaluation by a baxter service technician, an infuso.r. Pump was found to have a damged syringe holder asseblmly. This condition had the potential to interrupt delivery. This was not reported by the customer. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation: the device has been received by baxter, and the condition was confirmed by service through a review of the event history. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was a damaged syringe holder assembly. To correct this condition, the syringe holder was replaced. If any additional information is received, a follow-up MDR will be sent.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.